Event description:
It was reported that the user experienced cgm pairing failure with an fsl3+ sensor when attempting to connect to the ilet system, likely due to initially scanning the sensor with the libre app instead of the ilet app. The user also entered a fingerstick blood glucose of 494 mg/dl and had received an outside subcutaneous insulin injection, while connected, which prompted the pump to deliver an additional 3.3 units. Customer service provided remote troubleshooting, and user education on correct sensor pairing and management after outside insulin dosing. Investigation of this case revealed user error in sensor pairing workflow and insulin stacking risk due to concurrent outside injection and pump dosing. No clinical symptoms associated with hyperglycemia. Outcomes included temporary interruption of pump therapy. It was concluded that device functionality was not implicated and that the event was attributable to use error, addressed through retraining and correct sensor setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.